Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during cataract intraocular lens (iol) implant procedure, the trailing haptic broke off inside patient¿s eye. Subsequently the lens was removed during initial procedure and completed with another lens. There was no issues. Additional information has been requested.